Event description:
Avenue l : issue with anchoring plate s. During an avenue l case, when the surgeon was going to impact first plate the peek broke disengaging the plate, unable to use it they had to open another one. The product was thrown away after the case and no x-rays are allowed per hospital policies. The surgery was delayed 15 min maximum, the time to open a new device. No patient impact .

Manufacturer narrative:
Product was not returned for examination . Attempts were made to collect additional informations on this case . The reporter did'nt provide specific description of the surgical steps followed during this issue . Based on the available inputs , the investigation cannot identify the exact root cause associated to this event . Investigation found no evidence on a device issue that may have an impact on this event . If additional informations were received , that add a value on this case another report will be sent .

Manufacturer narrative:
Product was not returned to manufacturer as it was discarded by the hospital . The review of the device history record and traceability are in progress to find if there is a deviation from specification or non-conformances to procedures that may have an impact on this event. Attempts were made to collect informations on the surgical steps followed , however informations received are insufficient to identify the root cause . Investigation still in progress . Conclusion not yet available.

Event description:
Avenue l : issue with anchoring plate s. During an avenue l case, when the surgeon was going to impact first plate, the peek broke disengaging the plate, unable to use it they had to open another one. The product was thrown away after the case and no x-rays are allowed per hospital policies, the surgery was delayed 15 min maximum, the time to open a new device. Update was received on 18 th september : it was a two level surgery , patient bone appeared normal. The awl was used without any issue. (Surgeon follows surgical technique) the peek was broken after surgeon had placed down for plate to be impacted, the peek and the plate disengaged some where during that time. Reporter could not see as he was out of the sterile area. But that is the explanation given to him when surgeon had to remove and they had delay in surgery. No pictures available as that is not allowed at the hospital. There was no patient impact reported surgery was completed with two other set of anchors and same cages ( no impact on the cages).